Event description:
A customer contacted global technical services (gts) reporting a system error 2240 (air in set) on the home choice (hc) during dwell. The technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp stated that he was unsure if he would do a manual exchange to complete therapy. The hp stated he may just drain the current fill. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not conducted. This issue is being investigated through CAPA.